Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: initial examination of the returned device noted that the single lumen shaft of the device was broken at approximately 75 mm distal to the strain relief. The shaft is stretched at the break site. The distal portion of the device along with the balloon was not returned for analysis. It was noted that the proximal balloon sleeve was detached from the shaft. There was however evidence that the proximal balloon sleeve had been attached as there was the presence of cured glue. Examination of the shaft at this point noted that there was sufficient roughening also. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error. The complaint states that this device was used for a biliary procedure, the dfu states that this particular device is recommended for percutaneous transluminal angioplasty of narrowed segments in the peripheral vasculature, such as iliac arteries. (B)(4).

Event description:
This was originally reported on (B)(4) 2012 alternative summary report. Due to additional information received on (B)(4) 2013 this is now MDR reportable. It was reported that during a percutaneous biliary angioplasty treatment procedure a balloon rupture occurred. On the first and second inflation the xxl/14-6/5.8/75 balloon was inflated to five atmospheres for thirty seconds. On the third inflation the balloon was inflated to five atmospheres for ninety seconds and ruptured. All of the balloon was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Additional information states the single lumen shaft was broken and the balloon and tip of the device was not returned.